Event description:
It was reported bd phaseal¿ p50 protector had a needle separation issue. The following information was provided by the initial reporter: "the customer's report is that the (air vent) needle was found to be separated before use.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-feb-2022. H.6. Investigation: one protector needle was provided to our quality team for investigation, the protector housing was not returned for evaluation. After visual inspection, no defects were observed on the needle. Without the protector housing, it was not possible to identity if the needle was assembled incorrectly or if there was any damage to the protector housing that may have resulted in the needle detaching. A device history review was performed for reported lot 2106128, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of lot 2106128 were used for additional evaluation. The product was visually inspected, there was no damage on any of the needles or protector housing, and all needles were properly assembled and firmly attached to the protector. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the cannula is properly centered, assembled, and there is no damage or other defects on the cannula. All inspection resulted were reviewed and no issues were identified, product was verified to meet required specification. Based on the available information, we cannot identify a definitive root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal¿ p50 protector had a needle separation issue. The following information was provided by the initial reporter: "the customer's report is that the (air vent) needle was found to be separated before use."